Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure, cardiac arrhythmia, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The device operated as expected and was not explanted. An autopsy was not performed. No product is available for investigation. The relevant sections of the device history records for the (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. The heartmate ii lvas IFU lists multiple types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to cardiogenic shock, heart failure, and multisystem organ failure. The death was not device-related. The pump operated as expected. The pump will not be explanted. An autopsy will not be performed. The patient was admitted on (B)(6) 2020 with hypothyroidism and fatigue. The patient was discharged to a rehabilitation facility. The patient was readmitted on (B)(6) 2020 with volume overload and worsening renal function. The patient was started on diuretics. During this hospitalization, the patient had worsening respiratory status unrelated to the ventricular assist device (vad). The patient also had 2 episodes of ventricular tachycardia with hemodynamic instability not thought to be related to the pump or cannula. The patient had respiratory and renal failure. The patient was treated with steroids, intubated, and diuresed. The family met and decided to make the patient do not resuscitate (dnr) status. The family elected not to disable the pump. The patient's rhythm deteriorated to flatline on (B)(6) 2020 and the device was disabled.